Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces however, no moisture damage on motor assembly or electronic assembly noted during visual inspection. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 240 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.